Manufacturer narrative:
(B)(4). The device was returned in good visual condition for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it cycled and fed 19 conforming clips then it did lockout without any difficulties noted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, prior to use on the patient while clipping cystic channel, the products couldn't achieve clipping. The procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.